Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were "off" while using the tandem pump. The customer alleged that the pump was the issue; however, specific cause was not provided. Reportedly, the customer reverted to an alternate pump for insulin therapy. Bg values not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.